Event description:
It was reported to boston scientific corporation that during an anterior repair of a uterine prolapse procedure using a pinnacle anterior/apical pelvic floor repair kit, the physician threw the first mesh leg assembly through the patient's sacrospinous ligament. When the physician retrieved the capio device, it was noticed that the needle had detached from the mesh leg assembly. Reportedly, the physician swabbed "the area" and found no evidence of the needle inside the patient. To complete the procedure, the physician switched to a stand-alone capio standard device, attached a stand-alone capio bondek suture to the mesh leg assembly, and placed the mesh leg assembly into the patient's sacrospinous ligament. The procedure was completed "as normal" and the patient was reported to be "stable" post-procedure. An x-ray was performed post-operatively, and no needle was detected.

Event description:
It was reported to boston scientific corporation that during an anterior repair of a uterine prolapse procedure using a pinnacle anterior/apical pelvic floor repair kit, the physician threw the first mesh leg assembly through the patient's sacrospinous ligament. When the physician retrieved the capio device, it was noticed that the needle had detached from the mesh leg assembly. Reportedly, the physician swabbed "the area" and found no evidence of the needle inside the patient. To complete the procedure, the physician switched to a stand-alone capio standard device, attached a stand-alone capio bondek suture to the mesh leg assembly, and placed the mesh leg assembly into the patient's sacrospinous ligament. The procedure was completed "as normal" and the patient was reported to be "stable" post-procedure. An x-ray was performed post-operatively, and no needle was detected.

Manufacturer narrative:
(B)(4) - needle detachment. No information available regarding whether the needle is inside or outside the patient. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6). Age at time of event: while the exact age of the patient is unknown, the patient is reportedly over 18 years of age.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Four mesh leg assemblies were received; the mesh body not returned. Analysis of the leg assemblies revealed that the needle was missing from the blue and white dilator, confirming the reported event. A foreign suture (type and manufacturer unknown) was noted to be tied to the distal end of the dilator. Physical analysis of the returned capio device revealed no abnormalities. Functional analysis of the returned capio device revealed no abnormalities, as the device operated freely and smoothly. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable root cause for this event is operational context.